Manufacturer narrative:
(B)(4). The valve was not patent and did not pass leak testing due to a large tear in the top of the delta chamber. This precluded siphon and reflux testing as well as measurement of pressure flow characteristics and preimplantation testing. It is unk how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
When the valve was checked by pumping before implant, leakage from the valve was found.